Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient condition was stable throughout procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low and out of range impedance. The patient condition was stable and will further be monitored.

Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. As received, a partial lead was returned in three pieces. Visual inspection of the lead found an external insulation abrasion breaching the right ventricle cable lumen consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the right ventricle conductor cable at the abrasion zone.